Event description:
The device was returned for a valve 5 leak. The device initially was infusing normally but after reversion, passed pneumatics hardware testing for valve 5, although during manifold testing valve 4 did fail. Valve 4 will be replaced during the repair process. No additional damage was identified internally.

Event description:
The following has been reported: biomed reported: need to ship the following unit for repair model: ivenix infusion system charging bracket serial number: (B)(6). No patient reported incident customer stated pump alarm. No alerts when powering pump on. Data logs recorded incident occurred 2/25/2025 a preliminary review identified the following issue: pneumatic valve leak failure (valve 5) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.